Manufacturer narrative:
The customer's complaint that the nxt band immediately compressed to the autopulse nxt platform (sn (B)(6)) upon powering on, became stuck, and after removing the battery, the nxt band did not release; it had to be pulled out forcefully, which was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was that the motor failed to reach the home position, which is a software-related issue. This issue can typically be resolved by setting the platform software to its home position. The archive data review indicated fault 1072 (fault_motor_stalled_runni): motor stalled, stuck at home, and fault 1071 (fault_motor_timedout): motor timed out, motor was too slow. The motor stalled while running. This is an encoder-related software issue. Fault 1071 is a software-related fault where the motor didn't reach the patient or platform home in time. Unable to perform preliminary functional testing due to both left and right pulleys not being at the home position, preventing the band clips from being attached to both slots. After setting the platform software to its home position and completing a full travel test, everything functioned as expected. The platform was tested using mztf with multiple batteries until they were fully discharged, and no errors or faults occurred. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
With an nxt band and battery installed, the autopulse nxt platform (sn (B)(6)) powered on. The nxt band immediately compressed to the nxt platform and became stuck. After removing the battery, the nxt band did not release; it had to be pulled out forcefully. A backup set of nxt bands was used, and the same issue occurred. No patient involvement.